Event description:
Forty five months after the index procedure, ostial intra-stent restenosis was found in this stent. Revascularization was not indicated.

Manufacturer narrative:
A male patient with a history of stable angina, hypertension, hypercholesterolemia, pvd and smoking experienced a restenosis post cypher stent implantations. The reason for this initial admission to hospital was not reported; but an angiogram done four days after admission revealed lesions in his mid rca, proximal lad and first diagonal. This patient's extensive history and cad puts him at increased risk for mace. Pre procedural medications included asa and plavix. The intra procedural administration of heparin or gpiibiiia and the performance or recordings of acts was not reported. No vessel and/or lesion characteristics were provided. The mid rca was pre-dilated prior to the placement of 3.50 x 18 mm cypher stent at a maximum inflation pressure of 14atm. The proximal lad was then predilated prior to the placement of a 3.00 x 18 mm cypher stent at a maximum inflation pressure of 14atm. The first diagonal was then pre-dilated prior to the placement of a 2.50 x 13 mm cypher stent at a maximum inflation pressure of 14atm. Lastly the ostium of the first diagonal was treated with ptca. Of note, during the treatment of the first diagonal ostium, slow flow was noted. It is not known if the flow improved or if this was treated. According to IFU, the use of more than two cypher stents has not been clinically studied. Within twelve hours of the procedure, the patient developed elevated troponin levels. The reporter suggested that this might have been related to the slow flow experienced during the procedure. He was discharged home three days later in stable condition on medications that included asa and plavix. Some time during the next calendar year, the patient underwent a repeat angiogram that revealed a new 80% lesion in the second diagonal and a 50% restenosis of the first diagonal cypher stent. It appears that the physician opted to forgo interventional treatment at this time. Twenty-seven months after the index procedure, the patient developed a bladder polyp. This was treated medically over the next six months. Forty-five months after the index procedure, the patient experienced angina and dyspnea. Scintigraphy was performed and was abnormal. A repeat angiogram revealed patient mid rca and proximal lad stents. In addition, a 50% restenosis of the first diagonal stent and a previously noted (but not identified) 80% stenosis in an unknown vessel were reported. The physician opted to forgo interventional treatment at this time. The event was reported to be unrelated to the cypher stents. Of note, it was reported that the patient may be treated surgically at a later time for bladder cancer ( with infiltration of the prostate). He was discharged from the hospital two days later. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient, vessel and procedural factors that may have contributed to this event.